Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug may have caused or contributed to the reported event. The attorney alleges that the patient had additional surgery and removal of the device; however, no details have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
On (B)(6) 2017: the patient underwent repair of a right inguinal hernia. The patient was implanted with perfix plug , during this repair. On (B)(6) 2017: sometime after the initial repair, patient began experiencing right groin pain in the same area where the repair took place. On (B)(6) 2017: the patient underwent hernia repair with explant of prior mesh. A non-bard/davol progrip mesh was then used to repair damage caused by the defective mesh. The patient experienced recurrent and chronic abdominal pain, hernia recurrence, and seroma, and had to undergo several surgeries. The patient has suffered injuries and will require continual monitoring and care. The patient suffered severe and permanent injuries, both externally and internally his person and lost the chance of recovery. The patient became disabled from these injuries and will remain so in the future, and further, patient suffered great physical pain and mental anguish, and will continue to so suffer in the future. The perfix mesh is defective.